Event description:
Rn states took snare out of pkg. Placed it down another co's scope into the colon (unk exact location) for removal of a large polyp. Using another co's cautery unit with their normal settings at 0cut/3coag, was unable to cut thru polyp (sessile). Md turned up the settings to 5coag & cut thru.